Event description:
It was reported that the lead was explanted due to low r-waves.

Manufacturer narrative:
The reported sensing anomaly could not be reproduced in the laboratory. The lead exhibited normal characteristics. The damage found was sustained during the surgical procedure.